Event description:
The customer stated that the insulin pump gave an alarm during the manual prime and rewind process. The customer's blood glucose at the time of the call was 41 mg/dl, and was treated with food. Troubleshooting was performed, and the drive support cap was protruding. Advised the customer that the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump had a cracked display window, cracked case at display window corner, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.